Event description:
Boston scientific crm received informaiton that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.94 volts at 27 months and did not exhibit the shorted replacement window (srw) advisory behavior. Technical services (ts) discussed that this longevity may still be affected; however, the device has not triggered elective replacement indicator (eri). Subsequently, the device triggered eri and was explanted and returned for analysis.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.